Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that low blood glucose and high blood glucose. The low blood glucose reading at the time of the event was 29 mg/dl. The high blood glucose reading at the time of the event was 255 mg/dl. The customer treated the high blood glucose event with the insulin pump. Troubleshooting identified a bent sensor cannula. The insulin pump and sensor returned for analysis. Analysis did not identify any malfunctions with the insulin pump. Analysis confirmed a bent sensor cannula.